Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker developed an infection. The patient presented to the clinic for a follow-up assessment with redness around the pocket. Surgical intervention was performed, and the physician concluded that there were signs of infection. Cytology swabs were taken, and the entire system was removed. Medical personnel requested that this pacemaker and both leads were to be sent to pathology lab for further testing. It is planned to reassess pacing requirements after 2 weeks to assess need for a new pacemaker implant. It was noted that the patient was 3% paced in the right atrium and less than 1% paced in the right ventricle prior to the procedure. The patient has been removed from latitude remote monitoring. No additional adverse patient effects were reported. This lead is not expected for return.